Event description:
Reporter indicated that a dell x5 vns computer has been freezing during interrogation for the last six months. Performing a hard reset resolves the issue, but the screen freezing has continued to occur. The dell x5 computer and flashcard have been returned and are currently in prod analysis.